Manufacturer narrative:
The hill-rom tech found the communication cable male end of pulled from cable. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cables to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the beds nurse call is not working. The bed was located at the account in room 3. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).